Event description:
A malfunction was reported involving a pump, but there was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to switch to multiple daily injections as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the shipping address and sent a replacement pump equipped with updated software. Instructions were given on how to store the old pump and return it within ten days to avoid charges. Additionally, the customer was informed about programming settings and connecting their continuous glucose monitor to the new pump.